Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye showed a dent on a segment of the tubing. There was continuous flow after the distal luer was removed. A functional flow rate test was performed with the rate being within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had cracked tubing. This occurred during filling. The folfusor was being filled with sodium chloride. There was no patient involvement. No additional information is available.